Manufacturer narrative:
(B)(4).

Event description:
The pt experienced difficulty breathing and itching symptoms. The pt has not noticed any improvement in his condition or reduction in pain level since the pump was implanted. The physician had adjusted his pump medication several times. The pt was considering having his pump removed. He had a f/u appointment with his doctor on (B)(6) 2011. The medication being delivered via the device system was morphine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.